Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Several samples and a photo were provided for evaluation. The sets were visually evaluated for any cracking/breaking issues with no defect observed. However, the photo provided was visually evaluated and the set was observed to be detached. Based on the evaluation results, the reported defect was confirmed via the photo. The potential root cause was determined to be due to excessive solvent. Due to issues of this nature an assembly technique procedure was created to specify the correct solvent application. All personnel involved in the manufacturing process have been trained to the assembly technique to prevent recurrence. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1: droplets of blood were noted when inspected by staff. It was found that the bloodline had a separation from the line itself at the arterial connector. No injuries were reported.